Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine in the lips. ¿5 months after the filler injection to lip, the patient experienced swelling and numbness on the lip. Some tests were performed for infection. The patient had urinary tract infection. The patient received anti-infective treatment and oedema and numbness decreased¿. Patient treated with ¿kenacort ¿ a ampoule, single dose (triamcinolone), zyrtec tablet ¿ 1x1(cetirizine), surgam tablet 1x1 (tiaprofenic acid)¿. Symptoms are resolved.